Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. The product evaluation team (pe) discovered a rent measuring approximately 0.5 cm within an area of siltex cracking on the posterior aspect. Also, lines of shell wear were found on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point, it is not possible to determine the root cause of such damage. All implants are 100% inspected before leaving the facility. There is no evidence that the issue is related to manufacturing. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is also a known complication associated with these devices, and is similarly referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex contour profile high 350cc saline breast implant, catalog # 3542712, lot # 197887. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with two mentor siltex contour profile high 350cc saline breast prostheses and experienced bilateral capsular contracture (baker grade IV) after implantation. Additionally, the device on the patient¿s right side deflated. As a result, the patient underwent bilateral explantation on (B)(6) 2018. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available. This report addresses the deflated device.

Manufacturer narrative:
On 02/22/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 03/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).